Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported suture slipped out of the device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the medwatch report, additional information provided. The proglide device was deployed and the sutures were tightened, but hemostasis was not achieved. No additional information was received.

Manufacturer narrative:
Device codes: 4001 labeled. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported irregular appearance/ suture slipped out of the device was not confirmed as the entire suture was not returned for analysis. Failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 8fr sheath, after a coronary stenting interventional procedure. Reportedly, when advancing the proglide device into the patient's vessel, it was discovered that the suture was slipping out of the proglide device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.